Manufacturer narrative:
H3, h6: the motion control rotor box was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Motion box was installed into imaging system. The system was unable to recognize the rotor box, was stuck in initialize and was unable to fully boot and ready. Defective motion control rotor box. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced rotor controller. System was starting normally after previous procedure. Performed imaging system checkout procedures passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that system was not getting to 2d and stuck in initializing on pendant. There was no patient involved. Additionally, it was reported that manufacturing representative (rep) stating to site shutdown both mobile viewing station (mvs) and image acquisition system (ias), disconnect umbilical and then power both units back up and connect umbilical after clearing e-stop on ias. Top motion progress bar never completing. Rep arrived site and confirmed site observation and reviewed logs on mvs. Found persistent error. Error continuously repeated in logs. Confirmed reported error by trying to connect to rotor controller through dmc smart terminal but unable to connect to controller.

Manufacturer narrative:
H2) e2 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No add info received.